Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (rmca) using a penumbra system 3d revascularization device (psr3d). During the procedure, the physician placed a neuron max 6f 088 long sheath (neuron max) in the target vessel then advanced a penumbra system ace 68 reperfusion catheter (ace68) and a penumbra system 3max reperfusion catheter (3max) through it. The physician then advanced the psr3d through the 3max and completed two passes. While attempting to advance the psr3d through the 3max for the third pass, the physician experienced resistance and the psr3d would not advance; therefore, it was removed. The procedure was completed using the same neuron max, ace68, 3max and a non-penumbra stent device. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was not reported on the initial MFR report and is being included on this follow-up #01 MFR report:3005168196-2017-01776. Sex. Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2017-01776. Describe event or problem.

Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using penumbra system 3d revascularization devices (psr3ds). During the procedure, the physician placed a neuron max 6f 088 long sheath (neuron max) in the target vessel then advanced a penumbra system ace 68 reperfusion catheter (ace68) and a penumbra system 3max reperfusion catheter (3maxc) through it. While attempting to advance a psr3d through the 3maxc, the physician experienced resistance and the psr3d would not advance. There was no report of an adverse effect to the patient.